Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer's blood glucose was 234 mg/dl. Customer disconnected from the infusion site and did not observe insulin dripping from the infusion tubing and no alarms occurred. Customer took no action regarding blood glucose level. Tandem technical support instructed the customer to initiate the button alarm to verify that the alarm feature was functioning properly. Customer did as instructed and the pump was found to be functioning properly. Customer's blood glucose at the time of report was 77 mg/dl and was reported to be unrelated to the pump but caused by exercise and a laborious job. Customer addressed with glucose tablets. Customer was satisfied and declined further assistance.